Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device requires configuration change. A technical support specialist, advised that the customer disable and then re-enable the "stock out bulletin" setting for the machine from the server, followed by testing the stock out item. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system does not provide notifications for restocking or replenishing medications whenever they are replenished at that station. The customer stated that there was a prolonged delay as medication not immediately available to patient. There were no adverse events or injuries reported based on this incident.